Event description:
The hl20 stopped unexpected during operation without alarm. When the hl20 was restarted, an alarm on the arterial pump sounded. The perfusionist shut down the hl20 and handcranked until the operation was finished. No patient was injured.